Event description:
This no-sting complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient diagnosed with an infection in her lower abdomen. Patient states she visited the emergency room several times starting (B)(6) 2011. Patient was given antibiotics intravenously. Antibiotic: bactrim. Patient was an inpatient for four days at (B)(6). Patient states she cannot remember the lot number or how many wipes are left in the box. Patient will ask her nurse if she can remember the lot numbers.

Manufacturer narrative:
There were no samples returned by the customer and so complaint cannot be confirmed. The supplier investigation and production records review could not be performed since no lot number was provided. S&n has manufactured 2 different formulations (water based polymer and solvent based polymer) for these wipes. The control samples of either formulation could not be tested since the lot number was not provided.

Manufacturer narrative:
Active investigation in progress. Results of investigation will be provided in a supplement report. (B)(4).